Event description:
It is reported that the patient is experiencing reoccurring infections and possible metallosis.

Manufacturer narrative:
Neither operative notes nor x-rays have been returned for review. The component fit and orientation per the surgical technique is unknown. In general, patient factors that may affect the performance of the components include: age, bone quality, height/weight, activity level, type of activity (low impact vs high impact), and relevant medical history. Rehabilitation protocol and adherence thereto is unknown. Single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. It is not suspected that the devices caused or contributed to any patient infection. With the information provided, a definitive root cause cannot be determined. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications.